Event description:
Device malfunction: partial premature stent deployment. Time of malfunction: before the procedure. Symptoms/ae: none. It was reported that during unpacking of the xpert stent delivery system, the stent was observed to be flared. The device was not used. There was no patient involvement. Another xpert stent was successfully used to complete the procedure. Though requested, no additional information was provided. Device analysis found blood in the guidewire and stent lumens and under the outersheath, indicating that the device was introduced in the anatomy.

Manufacturer narrative:
(B) (4). Evaluation summary: the complaint device was returned complete and was contaminated with blood. The device showed a partly deployed stent by one strut row. The outer tube was located behind the distal marker band. During testing, the stent was completely deployed. The deployed stent and the stent area did not show any abnormalities. The tuohy borst valve was closed and the device was flushable. The guide wire was inserted from the distal and proximal side of the device without any abnormalities. The instructions for use states to "inspect that the stent is fully contained within the outer tube. Do not use if the stent is partially deployed or a gap between outer tube and catheter tip is over 2mm." The root cause for the premature, partial stent deployment could not be determined based on the investigation. According to this investigation, no evidence could be found which supports the assumption that a device defect led to problems described in the case description. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.